Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: a pump with unknown serial number and an outflow graft with unknown lot number were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient experienced hemolysis, hemoglobinuria, increased swelling, and jaundice, suspected to be related to a pump thrombus. Additionally, the patient experienced a transient ischemic attack (tia) and sustained supraventricular arrhythmia requiring drug treatment/cardioversion. The patient was treated with anticoagulation intervention and a vad exchange was done. Of note, it was reported that, upon exchange, it was found that the outflow graft was compressed in two locations by a "long looped driveline." Based on the investigation c onducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the hvad instructions for use, pump thrombus, tia, and cardiac arrhythmia are known potential complication associated with the implantation of an hvad pump. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, patient related factors, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported compressed outflow graft can be attributed to external compression due to a "long looped driveline," as mentioned in the reported event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional codes for unk-pump: h6: patient code(s): c3143, c37965, c50809 additional products: d1: heartware ventricular assist system ¿ unk-outflow graft d4: model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku d10: no h4: mfg date: unk h5: yes h6: patient code(s): c27083, c2881, c3143, c37965, c50781, c50809 h6: device code(s): c63287 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67, 22 this event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with ventricular assist device (vad) alarms. The vad had high watt with high power and high flow rates noted along with hemolysis, hemoglobinuria, increased swelling and jaundice. It was suspected that the symptoms were as a result of vad thrombus. The patient had elevated creatine, lactate dehydrogenase (ldh), and plasma free hemoglobin levels. The patient's mental status changed with right sided weakness which resolved within 45 minutes as result of a transient ischemic attack (tia) caused by the vad thrombus. The patient also experienced sustained supraventricular arrhythmia requiring drug treatment/cardioversion. The patient was treated with anticoagulation intervention and a vad exchange was done. Upon exchange, no thrombus was found in the operating room (or) but it was found that the outflow graft was compressed in two locations by a long looped driveline. No further patient complications were reported as a result of the event. This event was reported in the q1 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.